Manufacturer narrative:
Correction: event date should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lv lead dislodgement was observed. The lead was repositioned, and the patient was given cardiovascular medication. Patient was discharged in stable condition.